Event description:
It was reported that during testing, the sales representative experienced unintended sensory stimulation. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The device has not yet been received by the manufacturer.

Event description:
It was reported that during testing, the sales representative experienced unintended sensory stimulation. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint could not be confirmed. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure.